Event description:
It was reported that an applicator deployment issue occurred. The sensor was inserted into the arm on (B)(6) 2025. The applicator was provided for investigation. An external visual inspection was performed and passed/ no damage. The wearable was also provided for investigation. An external visual inspection was performed and has major damage.however, a broken sensor wire was found in connection to the reported allegation. The probable cause of the broken sensor wire was determined to be probable cause from inv. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).